Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the bg and cgm values were not provided. No additional patient or event information was available. A root cause could not be determined. Reportedly, the customer entered a calibration bg value resolving the issue and the customer continued to use the sensor.